Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The device was returned in the open position with the blade fully extended in the jaws. During functional testing, engineering was unable to activate the blade, thus confirming the complainant's experience. After disassembly of the device, engineering noted that an internal component was broken. The root cause of the failure to cut is the broken internal component, responsible for blade activation. Applied medical has implemented process changes and will monitor its vigilance systems for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed: unk. "The device was not cutting." Patient status: no patient harm.